Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was elevated. The customer was hospitalized, treated with saline, and insulin, and released the same day with the issue resolved.